Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while cutting off right hemicolon on a radical resection of right colon laparoscopic procedure, the device had poor staple formation, the staple line was incomplete on the distal part and they hand sewed it in order to fixed the staple line. A new device was used to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. One properly formed staple was found at the proximal end of the cartridge. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.